Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description: analysis was normal. No anomaly was found. A lead tip stiffness test was performed and the lead was found to be within specification.

Event description:
It was reported that high capture threshold and a low sensing were noted. Perforation was reported. When repositioning was unsuccessful the lead was explanted and replaced. The patient condition was stable during and after surgery.